Event description:
The patient underwent a procedure where 8 polyps were removed. A snare was used in conjunction with the esu. The patient returned with maroon stools. The doctor found a clot over a polypectomy site that had stopped bleeding and clipped it. After the procedure, the patient was noted to have pain and free air. The patient went to the o.r. Where micro-perf found after much searching.